Event description:
Caller reported the menu button on the infusion device is sometimes without function. Caller stated patient experienced no health concerns. No further information is available. No physiological effects were reported. Caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.